Event description:
It was reported that service evaluation the device presented the following problems: housing damaged, pump contaminated, mainboard defective and the device was not able to genera alarms under expected conditions. No case involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found that the device could not generate alarms under the expected conditions, establishing a relationship between the device and the reported event. The root cause was identified as a defective main board. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.